Manufacturer narrative:
Insulin pump received with a button error alarm due to moisture damage keypad traces. Insulin pump had minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 114 mg/dl. The customer stated that she had been sitting down and thought that the chair may have pressed the button. She was able to clear the alarm. No moisture observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.